Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer called to report an allergic reaction during a t-cell mononuclear cell collection procedure. The patient was experiencing a scratchy throat, runny nose, and shortness of breath. The procedure was discontinued and the patient received 25mg IV benadryl with good results.